Event description:
The customer stated an architect c8000 analyzer generated a falsely decreased calcium result for one patient sample. The analyzer generated an initial calcium result of 5.0, and repeat results of 10.0 and 10.1. The falsely decreased result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. The customer observed a falsely decreased calcium result. The customer noticed the reagent was low and bubbles were present. The calcium reagent was replaced and the issue was resolved. No atypical complaint activity was found related to the described issue. A review of the product labeling revealed the issue in question is adequately addressed in the labeling claims. Based upon the available information, no product deficiency was identified.

Manufacturer narrative:
Correction to section d, suspect medical device: brand name should be clinical chemistry calcium and concomitant medical product should be architect c8000 system.

Manufacturer narrative:
(B)(4), false positive result (B)(4), no consequences or impact to patient. A follow up report will be submitted when the evaluation is complete.